Event description:
The customer's grandmother reported via phone call that the customer went to the pool with the pump on and now it is not working. Customer jumped into the pool and forgot that she had the pump on. Customer's blood glucose was 162 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of moisture were noted at electronic assembly per visual inspection. The following cosmetic damage was noted on the device: cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, minor scratches on the display window, and missing end cap sticker.